Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was unable to complete stylus calibration. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: misalignment was confirmed. The connection between the display overlay and printed circuit board (pcb) was re-seated, and the stylus was calibrated. The hard drive was reconfigured, the software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.